Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 66 mg/dl. Customer¿s current blood glucose level was 40 mg/dl and was also 44mg/dl. The customer treated with food. Customer was not alleging possible insulin pump over delivery. The insulin pump was not returned for analysis and sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details.